Event description:
On (B)(4) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 97 mg/dl on the reported meter and 43 mg/dl on another meter. The tests were reportedly taken within 30 minutes of each other. The patient tested because they were "feeling symptoms of n hypo" prior to testing, and stated that no further symptoms developed. The patient denied seeking any medical attention or treatment as a result of the issue. The patient did not suffer any injury due to the reported meter. There was no patient injury associated with this issue. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported.